Event description:
Patient later reported pain, and varied injuries that are not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, left side pain. "Implants are torn", "feeling let down", and "breast getting hard". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants are torn".

Manufacturer narrative:
Device evaluation; based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device assessed as surgical damage. Visibility/palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Autoimmune/connective tissue disorders ¿ ndr: unable to observe since it is not related to the device. Autoimmune/connective tissue - symptoms of ¿ ndr: unable to observe since it is not related to the device. Varied injuries ¿ ndr: unable to observe since it is not related to the device. Anxiety - product/procedure: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "breasts are painful and getting hard", ¿an ultrasound showed that the implants are torn¿, and ¿feeling let down, I don't know where to go to? And in the meantime, I do have problems with my breasts¿. Patient later reported "concentration problems , pain in the muscles and body/ bones, tire.....". This relates to the left side. Patient later reported "breast are sometimes burning". Device was explanted.

Event description:
Patient reported, "breasts are painful and getting hard". ¿an ultrasound showed, that the implants are torn¿. And ¿feeling let down, I don't know where to go to? And in the meantime, I do have problems with my breasts¿. Patient later reported, "concentration problems, pain in the muscles and body/bones, tire". This relates to the left side. Patient later reported, "breast are sometimes burning". Device was explanted.